Event description:
It was reported that while performing a svt ablation case, a pericardiocentesis occurred. Additional info obtained from customer: during the ablation process of the cavo-tricuspid-isthmus, the pt was found to have declining blood pressure and was not responsive to fluid boluses. The pt was irritable, moving, and moaning a lot during the procedure despite sedation. An acunav catheter was inserted, in conjunction with use of sequoia, and a large pericardial effusion was detected. The right atrium of the pt was perforated by one of the diagnostic catheters used. Pericardiocentesis was performed and the patient's condition stabilized. The pt required an overnight stay in the ICU and an additional day in the hospital to monitor for any further complications. The pt fully recovered and was discharged home. The prognosis was satisfactory. The physician performing the ablation considered the adverse event procedure related. Per the physician, the event was not related to any biosense webster related product.

Manufacturer narrative:
The biosense webster field service engineer contacted the customer with regards to this complaint. Per customer, the event was not related to the biosense webster product. .